Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the patient presented emergently with a thrombotic occlusion in the right limb. A thrombectomy was performed to restore blood flow and an additional stent graft was implanted to prevent reoccurrence. This reportedly resolved the event. The physician stated that the cause of the event was due to oversizing. The vessel diameter of the right distal common iliac artery was tapered (as narrow as 10 mm), because of this the physician thought the cause of the event was infolding due to oversizing. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.